Event description:
According to the reporter, during a video-assisted thoracoscopic lung parenchymal resection, the cartridge could not be fired even though the jaw was completely closed. The green button could not be pressed, and staples were protruding near the base of the cartridge jaw. The product was replaced with another reload. There was no patient injury.

Manufacturer narrative:
D10: concomitant products: sigphandle sig power sigphandle handle - (serial#: unknown); sigpshell sig power sigpshell control shell - (lot#: unknown); sigadaptshort sig power sigadaptshort lin short adapt - (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.